Event description:
It was reported that during shunt percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed and calcified lesion was located in the moderately tortuous brachial veins. An introducer sheath was inserted with anterograde approach. The physician used the device after the guidewire crossed the lesion. During the first inflation, the 5.0 x 40, 40cm mustang balloon catheter ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).